Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, when the device was inserted into the patient and set its location, the acral part of the device was detached off. As the detached piece was removed with forceps, no pieces were left inside the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
It was reported that the surgeon noticed the tip of the tap was broken during use.

Manufacturer narrative:
(B)(4). The instrument was returned for analysis intact but without the spacer on the device. Based upon the visual and functional examination, it was concluded that the balloon had two punctures in it likely caused by a grasper. The customer's complaint could not be confirmed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.